Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer declined to report blood glucose level. During troubleshooting with tandem technical support, customer loaded a new cartridge onto the pump and resumed insulin delivery.